Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when high thresholds were exhibited, the physician planned a lead revision. When the pocket was opened, the connector was found to have corrosion inside. Therefore, the pulse generator was replaced.